Event description:
A catheter had to be removed because the infusion solution was constantly leaking from the puncture channel. Catheter was completely torn off, not cut. No other information provided.